Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated chloride results generated on the alinity c processing module for multiple samples. The customer provided an example of this issue. An initial chloride result was 120.3 mmol/l and when repeated on their other instruments the results were 103.8 and 104.9 mmol/l. The customer¿s reference range is 98-109 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for the issue. A review of tracking and trending for the alinity c ict sample diluent list number did not identify any trends for the issue for the product. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. In this case, the field service representative and the customer found evidence of dried bleach around the inside of the instrument. As part of troubleshooting the samples were rerun and generated acceptable results after the bleach was cleaned. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified.

Event description:
The customer reported falsely elevated chloride results generated on the alinity c processing module for multiple samples. The customer provided an example of this issue. An initial chloride result was 120.3 mmol/l and when repeated on their other instruments the results were 103.8 and 104.9 mmol/l. The customer¿s reference range is 98-109 mmol/l. There was no impact to patient management reported. The customer provided additional patient information on 16sep2024 for falsely elevated chloride results. The following data was provided: tested on (B)(6) 2024: sid (B)(6): initial chloride result = 133 mmol/l; repeat results = 108 and 109 mmol/l. Sid (B)(6): initial chloride result = >145 mmol/l; repeat result = 106 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) and (B)(6) ( 2 different patients). All available patient information was included. Additional patient details are not available. Updated b5 - describe event or problem with additional patient testing and information.

Event description:
The customer provided additional patient information on (B)(6) 2024 for falsely elevated chloride results. The following data was provided: tested on (B)(6) 2024: sid (B)(6): initial chloride result = 133 mmol/l; repeat results = 108 and 109 mmol/l. Sid (B)(6): initial chloride result = >145 mmol/l; repeat result = 106 mmol/l there was no impact to patient management reported.